Event description:
It was reported that the device was removed due to sensing and telemetry anomalies.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.